Event description:
The facility representative reported a flogard infusion pump with broken door latch. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during device evaluation by visual inspection. The door latch assembly was replaced to correct the reported condition. Should additional information become available, a follow-up MDR will be submitted.